Manufacturer narrative:
The reported extended charge time anomaly was not confirmed in the laboratory. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow up, extended charge time was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.